Event description:
The physician was using a resolute integrity rapid exchange (rx) drug eluting stent for treatment of the 1st diagonal of the lad. The lesion was very calcified and tortuous with 90% stenosis. The lesion was pre-dilated. The physician was unable to cross the lesion and on removal it was noted that the stent was damaged. There was no patient injury and no clinical sequelae were reported. There were no abnormalities noted during prep/inspection prior to use. Force was used in an attempt to deliver the device to/across the lesion.

Manufacturer narrative:
(B)(4). Results: failure to follow instructions (force was used). Inherent risk of procedure (stent deformation and failure to deliver the stent). Patients condition affected effectiveness of device (lesion was very calcified and tortuous with 90% stenosis). None (device not received for evaluation). Conclusion: device failure/lack of effectiveness related to patient condition (lesion was very calcified and tortuous with 90% stenosis). User error contributed to event (force was used).